Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles, an extended opening, flat creases and a weight test of the explanted material was verified and it was within underweight. Microscopic analysis of the return device identified a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identified the thickness within specification) and non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Physician reported rupture confirmed by CT scan. Device explanted and replaced. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.